Manufacturer narrative:
The motor controller (mc) board and blower were returned for failure analysis. No anomalies were noted during visual inspection. The customer complaint was not verified. The returned mc board and blower passed all testing; no fault was found.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed 1122 error in the error logs. The fse replaced the motor controller pcba and blower to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based upon the information provided, the device was outside of clinical use at the time of the reported event.

Event description:
It was reported to philips by a customer that the unit had a high blower temperature. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.